Event description:
It was reported that after normalization, the pressure guidewire was removed from the pt body and the connector was removed. The pressure guidewire was inserted back into the pt and crossed the lesion. When the pressure guidewire was reconnected to the connector, the user reported that the curve disappeared. The physician claimed that the pressure guidewire did not get stuck to any device; no resistance or steerability was experienced with the pressure guidewire and no damage observed when the pressure guidewire was removed from the pt's body. Another pressure guidewire was used and completed the procedure. There was no pt injury and no adverse events reported. The pressure guidewire was received by the MFR and during the evaluation it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During examination of the returned device, multiple kinks over its entire length were observed and the tip was shaped. The tip coil was also stretched just distal to the sensor housing. The distal part of the pressure sensor was missing from the sensor housing. The signal test was performed and "attach wire to connector" message was obtained which is likely the result of the partially missing pressure sensor. The pressure sensor is fabricated from silicon wafer l:900 plus or minus 4u and w: 244 plus or minus 4u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that a portion of the sensor was left inside the coronary artery, the following possible events could have taken place; vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.